Event description:
It was reported that the lens got stuck in the injector during implantation. The lens had to be removed due to a broken haptic. The incision was enlarged and a suture was placed. The backup lens was implanted with no issue. Reference MDR #1313525-2015-01802 for the injector used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic broken off from the optic and missing. The other haptic is bent. The missing haptic was found caught in and sticking out of the closed drawer of the delivery device. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.